Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component was able to be confirmed. There is visible water ingress. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's screen is unresponsive. The customer reported there is no patient involvement associated with the event.